Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. (B)(4).

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c had no scale markings before use. The following was reported by the initial reporter: "it was reported that there were no markings on the syringes. Event description per attached email states: no markings on some of the syringes, needs credit or replacement."